Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported while using an unspecified bd pen needle that during injection flow will stop before it's complete and has to use a second pen needle to complete injection. The following information was provided by the initial reporter: consumer reported, during injection, flow will stop before its complete and he has to use a second pen needle.

Event description:
It was reported while using an unspecified bd pen needle that during injection flow will stop before it's complete and has to use a second pen needle to complete injection. The following information was provided by the initial reporter: consumer reported, during injection, flow will stop before its complete and he has to use a second pen needle.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 05-jul-2022. Investigation summary: customer returned 2 used 4mm, 32 gauge pen needles. Both pen needles had some slight deformity at the patient end of the cannula. This deformation may be due to stresses applied during use. Both pen needles were also attached to a test pen. Saline would not pass through the system as intended. A rod could be inserted into the cannula, but the bend in the cannula was found to be sufficient to cause the rods to break prior to reaching the obstructions. One of the two pen needles was tested for foreign matter and found to have blood and insulin on the surface. While the pen needles were found to be clogged, the nature of the clog cannot be determined with the available information. No DHR review can be carried out as lot number is unknown. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of the cannulas bending. The root cause of the cannulas bending may be stresses applied across the length of the cannulas during use.